Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's father to reinstall the application. Advised patient's mother to send a new invite using a different email address from the address associated with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed. The complaint of a loss of connection was not confirmed. A root cause could not be determined.